Manufacturer narrative:
A philips response center engineer (rce) confirmed with the customer biomedical engineer (biomed) that the display screens had gone "black". The rce attempted to obtain further information on this case, however, the biomed advised that the nurse manager refused to provide any further information on this case. The customer biomed indicated that they rebooted the system, and the screen resolution was okay. The cause of the screens going black, while trying to print was not determined. No further information was provided. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient had a couple of pauses, and went into a "code blue". They were trying to do an a4 print and both screens went black.